Event description:
It was reported that upon impaction of poly, black tip broke from handle. Piece of tip that inserts into handle broke off from tip itself. Backup instruments were available. No delay or harm to patient occurred. A delay was reported (0-30min).

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the gii ps high flex impactor head indicated that it fractured into two pieces, of which both pieces were returned. This device was manufactured in 2008, showing significant signs of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.